Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported experiencing dim illumination on multiple ports during a procedure. The customer indicated there was enough light to successfully complete the case.

Manufacturer narrative:
The company representative examined the system and was able to replicate the reported event of dim light from both illuminators. The company representative replaced both a table top illuminator and an auxiliary illuminator. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on may 6, 2010. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did indicate (B)(4) related report for this system serial number. The auxiliary illuminator was received and a visual assessment of the returned sample revealed no obvious nonconformity. The returned auxiliary illuminator was installed into a calibrated system and functionally tested. The reported event could not be replicated. The returned auxiliary illuminator was found to meet specifications. The root cause of the reported event cannot be determined conclusively. (B)(4).